Event description:
Healthcare professional reported textured to smooth exchange due to product concern and rupture for right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported textured to smooth exchange due to product concern and rupture for right side. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the device. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported textured to smooth exchange due to product concern and rupture for right side. Device has been explanted and replaced.